Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance in the bipolar configuration. Noise was produced when the patient performed isometrics. The patient reported being fatigued.

Manufacturer narrative:
No medwatch form was received.